Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to stopper pop off as all samples met specifications. No issues with the hemogard closure assembly being loose or separating during or after the functional draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off based on the retention sample testing results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes, there was a leak upon capping and recapping of one tube. No patient impact reported. The following information was provided by the initial reporter: "sm 367871 lot 2259074 leak upon capping/recapping."

Event description:
It was reported that while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes, there was a leak upon capping and recapping of one tube. No patient impact reported. The following information was provided by the initial reporter: "sm 367871 lot 2259074 leak upon capping/recapping."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.